Event description:
I bought stander's bed rail advantage traveler in the summer of 2011 from a local store, (B)(6), for my sister, (B)(6), who was a resident in an assisted living facility. On (B)(6) 2011, at approx 7 pm. (B)(6) tried to call the staff by reaching for a pull cord behind her bed. She lost her balance and slipped off the bed. (B)(6) head and right arm became wedged between her bed and the stander bed rail. (B)(6) was left suspended from her bed with her right arm extended outwards. (B)(6) was stuck entrapped for approx seven hours into the early hours of the next day. As a result of this incident, my sister suffered debilitating injuries, including a stress-induced heart attacked (aka "takosubo") and permanent paralysis, which eventually led to her death on (B)(6) 2015.